Manufacturer narrative:
This report is submitted on 27 apr 2021.

Manufacturer narrative:
This report is submitted on march 15, 2021.

Event description:
Per the surgeon, the device was electively explanted (was a non-user for 10 years) on (B)(6) 2021. The patient was not re-implanted with another device.